Event description:
Caller reported an alarm 2 followed by an alarm 26 but noted no previous occlusion events occurred earlier that day. There was no adverse impact to the customer¿s blood glucose level, and it did not exceed 500 mg/dl or show ¿high¿ on the cgm. The customer resolved the issue by changing the infusion set and cartridge and then resumed insulin therapy. There was no need for additional assistance, and the case was closed by cts.